Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have been hospitalized due to high blood glucose. Customer was hospitalized on (B)(6) 2014 with blood glucose in the 200 mg/dl. He was then hospitalized on (B)(6) 2014 due to diabetes ketoacidosis. Customer was treated with insulin drip and was placed in intensive care unit. Customer's blood glucose was in the 300's mg/dl. Customer was advised that there would be a follow up in ninety days. No further information provided.